Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (b)(46 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. A review of the receiver data log found hardware battery errors. And a hardware error code. Therefore, the reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure and a defective receiver battery.